Event description:
According to the available information the device was explanted and replaced due to infection.

Event description:
According to the available information the device was explanted and replaced due to infection.

Manufacturer narrative:
A titan pump, two cylinders, and reservoir were a titan pump, two cylinders, and reservoir were received for evaluation. Visual examination of the returned components revealed no abnormalities that would have contributed to the report of infection. However, because examination of the components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.